Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 9fr sheath hole prior to a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The sutures of a new proglide device were successfully pre-placed. The pta procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a link break. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.